Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the reservoir ring was damaged. Customer¿s blood glucose level was 248 mg/dl at the time of incident. Customer state that reservoir was not able to lock into place. The insulin pump will not be returned for the analysis.